Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the epidural pump appeared to be infusing, was calculating volumes infused, bolus given, showed volume in epidural bag remaining to be 12 ml and that 88 ml had infused, however, the epidural bag was full, and the patient had inadequate pain control. When they further assessed, the epidural had not been infusing despite the pump showing it had been. The patient experienced unnecessary pain as a result of this. The event occurred while in use with patient.